Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on available information, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported mitral regurgitation (mr) was a result of the reported slda. Persistent mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were a result of case specific circumstances as another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report the single leaflet device attachment (slda) and recurrent mitral regurgitation (mr) requiring an additional clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and the clip was placed. The leaflet insertion was not optimal, and it was suggested to regrasp the leaflets, but the physician did not want to regrasp and the clip was deployed, reducing mr to 1. The next day, echocardiogram, showed that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr had increased back to 4+. On (B)(6) 2021, an additional clip was implanted to stabilize the slda. One clip was implanted, reducing mr to <1. No additional information was provided.